Event description:
Customer reported via phone call that they have a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.